Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("malposition of essure device at abdominal cavity/migration of essure device at abdominal cavity/perforation (other)in abdominal cavity."), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding/abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. C06470) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I (one live births on (B)(6)), heavy periods, cesarean section, anemia, premenopause, endometrial biopsy, fibroids, overweight, early onset of delivery, von willebrand's disease and endometrial ablation. Patient had no alcohol and tobacco use. Previously administered products included for an unreported indication: betadine solution. Concurrent conditions included general anesthesia, fever, nausea, vomiting, pelvic operation, pap smear abnormal, genital herpes, bacterial vaginosis, bacterial infection, fungal skin infection, vulvitis, yeast infection, uterine leiomyoma and urinary tract infection. Family history included breast cancer (maternal grand mother.), diabetes (diagnosed with diabetes, mother:) and hypertension (mother). Concomitant products included tranexamic acid (lysteda) for heavy periods as well as ciprofloxacin (cipro), fluconazole (fluconazol) since (B)(6) 2015, medroxyprogesterone acetate (depo-provera) since (B)(6) 2015, metronidazole (flagyl), nystatin since (B)(6) 2015, tinidazole (tindamax) from (B)(6) 2015, triamcinolone and valaciclovir hydrochloride (valtrex) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and uterine haemorrhage outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had ,current medications used iron 100 plus 100-250-0.025-1 mg tablet 1 tablet once a day. The coils were placed without difficulty. On the right side,1 coils were seen trailing. On the right side, 1 coil was seen trailing. She had no any complications or problems that occurred at the time of essure placement procedure and removal procedure. Abdominal/pelvic pain and cramping was resolved after removal of essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2015: perforation (other) in abdominal cavity. On (B)(6) 2016, patient had performed relevant and diagnostics tests ap abdomen result was there is a non obstructive bowel gas pattern with stool throughout the large bowel. No radiopaque renal or ureteral stone is identified. The osseous structures are unremarkable. On (B)(6) 2016, patient had performed relevant and diagnostics tests ap chest x-ray result was the lungs are clear without local pneumonia, pneumothorax, effusion or free air, the heart, mediastinum and diaphragm are within normal limits as are the osseous structures. On (B)(6) 2016, patient had performed relevant and diagnostics tests transvaginal pelvic ultrasound result was uterus measures 6.9 x 4.5 x 5.5 cm with endometrial stripe measuring 3.4 mm. A right sided anterior intramural body fibroid is noted measuring 1.3)( 1.0 x 1.2 cm . There is a left-sided posterior body fibroid measuring 2.3 cm and an anterior left-sided body fibroid measuring 1.5 cm. The left ovary measures 1.8 x 1.2 x 1.6 cm, the right ovary measures 2.1 x 0.8 x 1.4 cm. There is no pelvic free flu ID or adnexal mass. On (B)(6), patient had performed relevant and diagnostics tests pathological report: exp lap tah removal foreign body result was unremarkable ovaries; fibroid uterus received fresh for frozen section labeled "uterus,cervix, bilateral tubes, possible foreign body, left upper pelvis foreign body" is a uterus and cervix with attached right and left fallopian tubes. No ovarian tissue is identified. The uterus and cervix with attached fallopian tubes weigh 127 gm and measures 8.5 cm from fundus to ectocervix, 4.5 cm cornu and 4 cm anterior posterior dimension. The serosal surface is tan-pink with several small serosal tan nodules measuring up to 0.4 cm in greatest dimension. Also noted are several sub serosal whorled rubbery myomas. The ectocervix is pink gray. The slit-shaped os measures 1 cm. The end cervical canal is probe patent. Sectioning of the cervix reveals several nabothian cysts. The endometrial cavity measures 2.4 x 4.5 cm and is lined by 0.1 cm of a light tan soft endometrium. Sectioning of the myometrium reveals multiple whorled rubbery myomas measuring up to 2 cm in greatest dimension. No gross areas of induration are noted. No grossly identifiable areas of congestion are noted. The myometrium at the fundus cannot be measured due to distortion. The right fallopian tube measures 5 cm in length, and up to 0.7 cm in diameter. The serosal surface is gray-maroon, intact. Sectioning reveals a patent lumen. Multiple representative sections of right fallopian lube and the fimbriated is submitted. The left fallopian tube measures 5.5 cm in length, 0.5 cm in diameter. The serosal surface is pink-gray, smooth. Sectioning reveals a patent lumen. No grossly identifiable foreign body is noted within the fallopian tubes, uterus, or right and left cornu of the uterus. Also received in the same container are two yellow lobulated portions of fatty tissue measuring 3.5 x 1.0 x 0.4 cm and 4 x 2 x 0.5 cm. Sectioning of the smaller portion of fatty tissue reveals a yellow fatty glistening cut surface. Sectioning of the larger portion of fatty tissue reveals a metallic coil/springlike foreign body measuring 3.5 cm in length, 0.3 cm in diameter. This metallic coil/spring-like metallic object is surrounded by fatty tissue and adhesions representative section of the adjacent fatty tissue is taken. Sections are submitted as follows: representative section submitted for frozen; serosal small nodules; anterior cervix; posterior cervix; anterior endometrium and myometrium; posterior endometrium and myometrium; sections of myoma; multiple cross sections of right fallopian tube, fimbriated end of right fallopian tube; multiple cross sections of left fallopian tube and fimbriated end of left fallopian tube; the entire smaller portion of also received fatty tissue serially sectioned in total; representative section of larger portion of fatty tissue adjacent to coil, spring-like wire metal foreign body. B. Received in formalin labeled "omentum" is a yellow-pink lobulated portion of omental appearing tissue measuring 15 x 4.5 x 2.5 cm. Sectioning reveals a yellow-pink soft lobulated fatty cut surface. No grossly identifiable areas of induration are noted. Representative sections : received in formalin labeled "left flank quadrant foreign body" is a yellow-pink portion of fatty tissue which is surrounding a metallic coil spring-like foreign body. The fatty tissue and spring-like metallic coil measure in aggregate 3.5 x 0.4 x 0.3 cm. Representative sections of the fatty tissue surrounding the metallic coil spring-like foreign body is submitted diagnosis: pain with foreign body. Current weight: (B)(6). ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records documents received, new reporter, patient demographic information, lab data,relevant history, product indication permanent birth control by bilateral occlusion of the fallopian tubes, essure stop date updated, concomitant product, new events abnormal bleeding general/abnormal bleeding vaginal,menorrhagia, malposition of essure device at abdominal cavity/migration of essure device at abdominal cavity, perforation other in abdominal cavity, dysmenorrhea (cramping and abdominal pain severe and constant were added. Event abnormal uterine bleeding added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("malposition of essure device at abdominal cavity/migration of essure device at abdominal cavity/perforation (other)in abdominal cavity."), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding/abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. C06470) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I (one live births on (B)(6) 1994), heavy periods, cesarean section, anemia, premenopause, endometrial biopsy, fibroids, overweight, early onset of delivery, von willebrand's disease and endometrial ablation. Patient had no alcohol and tobacco use. Previously administered products included for an unreported indication: betadine solution. Concurrent conditions included general anesthesia, fever, nausea, vomiting, pelvic operation, pap smear abnormal, genital herpes, bacterial vaginosis, bacterial infection, fungal skin infection, vulvitis, yeast infection, uterine leiomyoma and urinary tract infection. Family history included breast cancer (maternal grand mother.), diabetes (diagnosed with diabetes, mother:) and hypertension (mother). Concomitant products included tranexamic acid (lysteda) for heavy periods as well as ciprofloxacin (cipro), fluconazole (fluconazol) since (B)(6) 2015, medroxyprogesterone acetate (depo-provera) since (B)(6) 2015, metronidazole (flagyl), nystatin since (B)(6) 2015, tinidazole (tindamax) from (B)(6) 2015 to (B)(6) 2015, triamcinolone and valaciclovir hydrochloride (valtrex) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and uterine haemorrhage outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had, current medications uesd iron 100 plus 100-250-0.025-1 mg tablet 1 tablet once a day. The coils were placed without difficulty. On the right side,1 coils were seen trailing. On the right side, 1 coil was seen trailing. She had no any complications or problems that occurred at the time of essure. Placement procedure and removal procedure. Abdominal/pelvic pain and cramping was resolved after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: perforation (other) in abdominal cavity on (B)(6) 2016, patient had performed relevant and diagnostics tests ap abdomen result was there is a non obstructive bowel gas pattern with stool throughout the large bowel. No radiopaque renal or ureteral stone is identified. The osseous structures are unremarkable. On (B)(6) 2016, patient had performed relevant and diagnostics tests ap chest x-ray result was the lungs are clear without local pneumonia, pneumothorax, effusion or free air, the heart, mediastinum and diaphragm are within normal limits as are the osseous structures. On (B)(6) 2016, patient had performed relevant and diagnostics tests transvaginal pelvic ultrasound result was uterus measures 6.9 x 4.5 x 5.5 cm with endometrial stripe measuring 3.4 mm. A right sided anterior intramural body fibroid is noted measuring 1.3)( 1.0 x 1.2 cm. There is a left-sided posterior body fibroid measuring 2.3 cm and an anterior left-sided body fibroid measuring 1.5 cm. The left ovary measures 1.8 x 1.2 x 1.6 cm, the right ovary measures 2.1 x 0.8 x 1.4 cm. There is no pelvic free flu ID or adnexal mass. On (B)(6) 2017, patient had performed relevant and diagnostics tests pathological report: exp lap tah removal foreign body result was unremarkable ovaries; fibroid uterus received fresh for frozen section labeled "uterus,cervix, bilateral tubes, possible foreign body, left upper pelvis foreign body" is a uterus and cervix with attached right and left fallopian tubes. No ovarian tissue is identified. The uterus and cervix with attached fallopian tubes weigh 127 gm and measures 8.5 cm from fundus to ectocervix, 4.5 cm cornu and 4 cm anterior posterior dimension. The serosal surface is tan-pink with several small serosal tan nodules measuring up to 0.4 cm in greatest dimension. Also noted are several sub serosal whorled rubbery myomas. The ectocervix is pinkgray.the slit-shaped os measures 1 cm. The end cervical canal is probe patent. Sectioning of the cervix reveals several nabothian cysts. The endometrial cavity measures 2.4 x 4.5 cm and is lined by 0.1 cm of a light tan soft endometrium. Sectioning of the myometrium reveals multiple whorled rubbery myomas measuring up to 2 cm in greatest dimension. No gross areas of induration are noted. No grossly identifiable areas of congestion are noted. The myometrium at the fundus cannot be measured due to distortion. The right fallopian tube measures 5 cm in length, and up to 0.7 cm in diameter. The serosal surface is gray-maroon, intact. Sectioning reveals a patent lumen. Multiple representative sections of right fallopian lube and the fimbriated is submitted. The left fallopian tube measures 5.5 cm in length, 0.5 cm in diameter. The serosal surface is pink-gray, smooth. Sectioning reveals a patent lumen. No grossly identifiable foreign body is noted within the fallopian tubes, uterus, or right and left cornu of the uterus. Also received in the same container are two yellow lobulated portions of fatty tissue measuring 3.5 x 1.0 x 0.4 cm and 4 x 2 x 0.5 cm. Sectioning of the smaller portion of fatty tissue reveals a yellow fatty glistening cut surface. Sectioning of the larger portion of fatty tissue reveals a metallic coil/springlike foreign body measuring 3.5 cm in length, 0.3 cm in diameter. This metallic coil/spring-like metallic object is surrounded by fatty tissue and adhesions representative section of the adjacent fatty tissue is taken.sections are submitted as follows: block 1 -representative section submitted for frozen; 2 - serosal small nodules; 3 - anterior cervix; 4 - posterior cervix; 5,6 - anterior endometrium and myometrium; 7,8 - posterior endometrium and myometrium; 9,10 - sections of myoma; 11 -multiple cross sections of right fallopian tube, fimbriated end of right fallopian tube; 12 ¿ multiple cross sections of left fallopian tube and fimbriated end of left fallopian tube; 13 - the entire smaller portion of also received fatty tissue serially sectioned in total; 14 - representative section of larger portion of fatty tissue adjacent to coil, spring-like wire metal foreign body.b. Received in formalin labeled "omentum" is a yellow-pink lobulated portion of omental appearing tissue measuring 15 x 4.5 x 2.5 cm. Sectioning reveals a yellow-pink soft lobulated fatty cut surface. No grossly identifiable areas of induration are noted. Representative sections 3 blocks b.c. Received in formalin labeled "left flank quadrant foreign body" is a yellow-pink portion of fatty tissue which is surrounding a metallic coil spring-like foreign body. The fatty tissue and spring-like metallic coil measure in aggregate 3.5 x 0.4 x 0.3 cm. Representative sections of the fatty tissue surrounding the metallic coil spring-like foreign body is submitted in 1 block c.diagnosis: pain with foreign body. Current weight: 222 lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.